Event description:
It was reported by the patient that they had scarring at the infusion site. The site was bleeding and painful. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. No lot release records were reviewed, as the product lot number was not provided.